Event description:
It was reported that a needle eclipse s/t 25x5/8 rb had foreign matter before use. The following was reported by the initial reporter: "during needle assemply to syringe after opening the package I noticed the end of the needle ( where the needle meets the syringe) was very dirty with black/grey color dirt all over the end.".

Manufacturer narrative:
Investigation summary: a photo of the affected sample was received by our quality team for evaluation. From the photo, black dots can be seen in the eclipse needle, especially in the hub, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample was provided, the team was not able to determine a root cause related to the needle manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a needle eclipse s/t 25x5/8 rb had foreign matter before use. The following was reported by the initial reporter: "during needle assembly to syringe after opening the package I noticed the end of the needle ( where the needle meets the syringe) was very dirty with black/grey color dirt all over the end."